Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that this is a known software issue with (B)(4) software. Confirmed issue with error logs. The system was transported then the umbilical was connected while the mobile viewing station (mvs) was unplugged; made sure the mvs was plugged in for a few seconds before connecting the umbilical. System is fully functional. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a firmware mismatch message. It was reported the imaging system was found to be in standalone mode with the led power button flashing on and off. The imaging system also stated the firmware mismatch. The imaging system was then rebooted with the interface (umbilical) cable connected and functionality was restored. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Logs were received and software analysis was completed. Analysis determined that this is a known issue that is tracked through medtronic databases. Codes 10, 104 and 4307 are applicable. D11/h2: section d information references the main component of the system. Other relevant device(s) are: software: bi-500-01605 o2 o-arm sw 4.1.0 software version: 4.1.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.